Event description:
Healthcare professional reports a case of lymphoma; affected side unk at this time. There has been several attempts to try and gather more info, but to date there has been no contact from the office. An ongoing investigation is being carried out. Any additional info regarding these events will be reported.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2012. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the (B)(4) study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).